Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device was unable to be tested for upstream occlusion due to a reload set error that occurred during tube loading. A review of the event history log revealed upstream occlusion messages which verifies the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the ultrasonic sensor out of the calibrated specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.